Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route dental, lot number, frequency and expiration date unspecified). Within three days, the consumer noticed that the toothbrushes broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: no lot number or product name reported. No sample was returned. Based upon an acceptable manufacturing/facility issue review, lack of a product name, lot number and sample, and no adverse trends this complaint cannot be confirmed and a root cause cannot be determined for this complaint. Monitoring of complaint trends will continue. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route dental, lot number, frequency and expiration date unspecified). Within three days, the consumer noticed that the toothbrushes broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.